Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection shows the shaft has a piece of insulation peeled away. No manufacturing abnormalities. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was a relationship found between the returned device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. 2) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a shoulder surgery the ambient super turbovac wand was put it into the joint and the outer insulation was stripped and it peeled away. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.